Event description:
The customer stated, the insulin pump had no audible tones. Troubleshooting was performed and the insulin pump did not beep during the tone test.

Manufacturer narrative:
The insulin pump was received with no audible tones due to a broken transducer wire.